Event description:
It was reported that a decrease in sensing and increase in capture thresholds was observed on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2022 and replaced. The patient also received a routine generator change out. The patient was stable.